Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right hip revision after an unknown amount of time post implantation due to unknown reasons. A competitors liner and zimmer cup were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. X-rays were provided and reviewed by a third party hcp noting possible evidence of polyethylene wear based on the asymmetric position of the femoral head. Dislocation cannot be entirely excluded on the single image. No signs of corrosion, osteolysis, subsidence, implant or bone fracture, loosening, radiolucency. Acetabular inclination angles cannot be accurately measured without a true ap pelvis film. However, visually, the acetabular cup appears to be in appropriate position. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03448

Event description:
No additional event information to report at this time.